Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found diluent leaked from worn tubing at pinch valve pv49 and replaced all tubing in pv49 to correct the reported issues. The instrument was verified and validated. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 2 ml from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and partial aspiration, diluent comparison out of limit error messages were reported at the time of the event. Non-numeric results were also observed by the customer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.